Event description:
During hazardous drug compounding, an ICU medical chemo clave spiros device became unlatched after connection to the IV bag, allowing approximately 5 ml of chemotherapy solution to spill onto the hood work surface. The syringe was promptly re-secured to stop the flow, the device was safely disconnected, and the spill was cleaned and decontaminated per protocol. No exposure outside the hood occurred. This has been an ongoing problem reported by the pharmacy to the ICU medical team. Devices identified: (3 devices). ICU medical: 30" (76cm) appx 3.3ml, 20 drop admin set with integrated chemoclave drip chamber, spiros. With red cap, bag hanger. (B)(4). Ref ch3011, (B)(4). (10) multiple lot numbers. ICU medical chemoclave universal vented vial spike. Ref: ch-70 (B)(4), (10) multiple lot numbers. ICU medical: spiros closed male luer w/red cap, 10 units. Ref ch2000sc-10 (B)(4), (10) multiple lot numbers.